Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only a picture showing a sample with thread damaged. However, without any closed sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue, and it was released fulfilling usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis. Final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that knots appeared on the suture after few passes. No further information has been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a picture showing an opened and manipulated sample, in which a section of the thread exhibits fiber splitting. Additionally, we have received an opened and manipulated (contaminated) sample with both needles attached to the thread, which presents thread splitting in one section of the thread, as shown in the attached picture. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue, and it was released fulfilling usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: a CAPA has been opened to investigate the issue and determine the potential root cause(s). Final conclusion: taking into account the pictures and the sample received from the customer, the complaint is considered confirmed. The available evidence clearly shows thread splitting. Therefore, considering the visual evidence and the condition of the evaluated sample, we conclude that the complaint is confirmed due to thread splitting. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.